Event description:
It was reported that the patient's system was removed because it was ineffective. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37743 serial# (B)(4), product type programmer, patient. (B)(4).